Event description:
The device was used during a total abdominal hysterectomy procedure. The staple line was incomplete. The surgeon manually sutured to complete the procedure. No pt injury was reported.